Event description:
Boston scientific received information that the patient with this pacemaker was participating in cardiac rehabilitation. The health care professional (hcp) noted rates going to 130 paces per minute (ppm) fairly quickly after starting exercise and then stayed at that level. The local boston scientific field representative was called to interrogate the device while the patient was exercising. A review of the device memory indicated that the patient was 100% pacing at the patient's maximum sensing rate of 130 ppm. The minute ventilation sensor was reduced from a setting of 3 to a setting of 2. The patient did not report any symptoms. The patient will continue to be monitored. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.